Manufacturer narrative:
The customer¿s report of an under infusion was not confirmed in the pcu event log. The customer stated that the pump switched over to the primary infusion during the secondary infusion and only 5ml of the secondary infusion infused. The pcu event log shows the user programmed 2 secondary infusions of methotrexate high dose to run at 68.8 ml/hr. For a total volume of 417.354ml infused. The root cause for the customer¿s report was not identified. No device or sets were returned for investigation. (B)(4).

Event description:
The customer reported that an alaris pump was programmed for a secondary infusion of methotrexate 4.8 grams with 8.25meq sodium bicarbonate 275ml over 4 hours and the rn states that she observed drops falling in the secondary drip chamber as expected when the infusion was started; however, when she checked the infusion 15 to 30 minutes later she noted that the primary was flowing. And she stated that "only 5 ml was infused and the pump switched over to the primary bag". No patient harm was reported.